Manufacturer narrative:
Please note that the exact event date is not known. (B)(4). As reported by the (B)(6) study, approximately 2 years after study inclusion, an (B)(6) patient died and the cause of death is unknown. An autopsy was not performed, and a death certificate could not be obtained. Additional details were not available, and the event was classified as possibly related to the study device and index procedure. The patient¿s medical history included hypertension and prostate cancer. During the index procedure for inclusion to the (B)(6) study, the patient met all the study inclusion criteria. Diameter of intended location was 21mm, aortic neck constant reference diameter 21mm and aortic diameter at bifurcation 15mm. Right caudal landing zone diameter is 13mm and left caudal landing zone diameter is 11mm. The supra-renal angulation is 8 degrees and the infra-renal angulation is 30 degrees. The l1 intended neck length is 43mm. The length from d1 to the aortic bifurcation d4 is 113mm. The right iliac artery length is 40mm (measured from the aortic bifurcation to hypogastric artery origin) and the left iliac artery length is 25mm (measured from the aortic bifurcation to hypogastric artery origin). The right aaa treatment length (l2 and 3) is 153mm and the left aaa treatment length (l2 and l3) is 138mm. Percutaneous access was made via the right and the left. Bifurcate access site (ipsilateral side) was on the right. There were no access related complications. Total procedure time was under two hours. There was no need for transfusion before, during or after the procedure. There was successful deployment of the stent graft, deployment at the anticipated location. There was successful placement of the stent graft relative to renal and hypogastric arteries with no unintentional occlusion of a branch vessel. 27 days after study inclusion, a patient was diagnosed with bladder cancer. The event was classified as unrelated to the study device. The patient was hospitalized for approximately 7 days and required surgical intervention (tur bladder). The patient was lost to contact during the one year follow up and subsequent follow up intervals. The product remains implanted and are thus not available for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Death is a known potential adverse event associated with evar and is listed in the IFU as such. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the devices and the event. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time. This is one of three devices associated with this patient and the manufacturing reports 9616099-2019-02915 and 9616099-2019-02917.

Event description:
As reported by the (B)(6) study, approximately 2 years after study inclusion, the patient died and the cause of death is unknown. An autopsy was not performed and a death certificate could not be obtained. Additional details are not available and the event was classified as possibly related to the study device and index procedure. 27 days after study inclusion, a patient was diagnosed with bladder cancer. The event was classified as unrelated to the study device. The patient was hospitalized for approximately 7 days and required surgical intervention (tur bladder). During the index procedure for inclusion to the (B)(6) study, the patient met all of the study inclusion criteria. Diameter of intended location was 21mm, aortic neck constant reference diameter 21mm and aortic diameter at bifurcation 15mm. Right caudal landing zone diameter is 13mm and left caudal landing zone diameter is 11mm. The supra-renal angulation is 8 degrees and the infra-renal angulation is 30 degrees. The l1 intended neck length is 43mm. The length from d1 to the aortic bifurcation d4 is 113mm. The right iliac artery length is 40mm (measured from the aortic bifurcation to hypogastric artery origin) and the left iliac artery length is 25mm (measured from the aortic bifurcation to hypogastric artery origin). The right aaa treatment length (l2 and 3) is 153mm and the left aaa treatment length (l2 and l3) is 138mm. Percutaneous access was made via the right and the left. Bifurcate access site (ipsilateral side) was on the right. There were no access related complications. Total procedure time was under two hours. There was no need for transfusion before, during or after the procedure. There was successful deployment of the stent graft, deployment at the anticipated location. There was successful placement of the stent graft relative to renal and hypogastric arteries with no unintentional occlusion of a branch vessel.  The patient was lost to contact during the one year follow up and subsequent follow up intervals.